Event description:
It was reported that during a wedge resection procedure that staples did not form at first firing. The jaw broke when used for the next firing. Another device was used to complete the case. There was no adverse patient consequence.